Event description:
The dr put pedicle screws in rptr's spine in 10/23/91. He has no sex life. His arms, hands, legs and feet feel like they are asleep all the time. Both of his feet hurt all the time as well as his back. He has trouble with his bowels and has trouble urinating.